Manufacturer narrative:
The following is the closing out report from foreign reporter. Examination: seat shell was returned. Underside of shell was heavily contaminated. Examination restricted to visual only. The underside retaining ribs show evidence of distortion & bruising due to bad fitting during customer use. The distortion on rib gave the impression that it would not clip onto the chair frame. Conclusions: the security of the seat shell had been seriously impaired by bad fitting, due to user error in maintenance. This in turn was most probably the reason for detachment.

Event description:
One person involved. Is not on file for text copy. Enter text.